Event description:
It was reported that during preparation for a coronary graft bypass procedure, one heartstring seal had "ruptured" when loading the seal into the delivery tube. Following failure analysis investigation, it was determined that the heartstring seal had unraveled at the distal end. No pt involvement was reported by the distributor.